Manufacturer narrative:
The pusher and implant were both returned for analysis. The pusher was undamaged at the proximal section. The distal section, or the heater coil section, was bent. The strain relief was smashed and broken. The implant coil was stretched at the proximal section, or tie knot section. The implant had additional damaged sections. The pet at the heater coil section did not have any burn marks produced by v-grip activation. The monofilament was inspected and it was found broken. The monofilament profile indicates the implant separated from the pusher due to tensile forces rather than detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The original microcatheter was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer. Therefore, the root cause could not be established. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant became detached prematurely in the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.